Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the display on the insulin pump is blank. Customer's blood glucose value is unknown. No troubleshooting was done. The mother stated they were on vacation and could not stay on the line because she needed to take the customer to the doctor. The insulin pump would be replaced and it was agreed to return the product for analysis.